Event description:
A surgeon reported that during surgery, air replacement was unable to be performed. The system had to be switched out to complete the surgery. There was no patient harm reported.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).